Event description:
It was reported that following a miniarc sling implantation, the patient was in retention. A revision surgery was performed, details not indicated. No additional patient complications have been reported in relation to this event.